Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2017. According to the complainant, one day post procedure, the clip came loose and was coughed up by the patient. During barium swallow that same day, it was noted that part of the incision re-opened resulting in an esophageal leak. No other clip was placed however. The patient's current condition was reported to be stable.